Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the optic mount of the camera head was disintegrated and the lens was cracked/scratched. The issue occurred during an unspecified procedure. No patient harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and additional information provided by the customer. Updated fields: a2, a4, a5, a6, b5, b6, b7, and h6 health effect - impact code. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the camera head had two defect pixels. No other issues were identified. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure - the charged coupled device (ccd) unit had damaged lens. A definitive root cause could not be identified for the camera head having two defective pixels. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the optic mount of the camera head was disintegrated and the lens was cracked/scratched. The issue was observed during reprocessing. There were no reports of patient involvement.